Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The defib receptacle and ECG board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function and was unable to obtain an ECG signal via multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.